Manufacturer narrative:
The field service engineer replaced the data acquisition (da) pcba to motor controller (mc) pcba cable and installed the mc pcba retention bracket to resolve the reported issue. Unit passed required performance verification tests per philips standards. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc failed. The customer reported there was no patient involvement.